Manufacturer narrative:
Our product evaluation lab received one 120602f catheter without any attached components. The customer report of deflation issue was unable to be confirmed. The balloon was inflated with 0.2 cc air with a lab syringe and the balloon inflated clear and concentric for 5 minutes. The balloon deflation was achieved in 1 second. There is no deflation specification using water as the inflation media. A device history record review was completed and documented that the device met all specifications upon distribution. The engineering evaluation was completed. The complaint for inability to deflate the balloon was unable to be confirmed through the product evaluation. Since the unit was returned for evaluation, and no defect was found; therefore, a product non-conformance or device failure could not be confirmed. As part of the manufacturing process, the following controls are established since in this procedure the units are 100% inspected, the balloon is visually inspected, and it verifies for inflation and deflation. Complaint histories for all reported events are reviewed against trending control limits, and any excursions above the control limits are assessed and documented as part of this monthly review.

Event description:
It was reported that the balloon of this fogarty catheter did not deflate at the time of the catheter removal. However, it was unable to confirm whether the balloon finally deflated or any additional surgical intervention was required. The patient demographics were requested but not available. There were no patient complications reported.